Manufacturer narrative:
(B)(4). Visual inspection of the returned liner confirms that a small portion on the outer surface of the device around the locking screw insertion area fractured off. It has also been noted that there are gouges and scratches on the outer and inner surface of the device. Dimensions were found conforming to print specifications where measured. This device is used for treatment. The frequency of use of the device is unknown. Product history search revealed no additional complaints for the related part and lot combination. The gouges and scratches indicate that the device was used multiple times. It is likely that the fracture is a result of normal wear during the instrument's field life, given the potential field age of almost 10 years at the time of the event.

Event description:
It is reported the acetabular trial liner cracked during insertion of a screw on the back table during set-up.